Event description:
Transmitter mmt-7811na (serial number (B)(4)) for medtronic glucose monitor failed during the night. I contacted medtronic for troubleshooting help. Despite multiple attempts working with the medtronic rep, including putting the transmitter and pump in a cooking pot, we were not able to get the transmitter to connect with my medtronic minimed 670g insulin pump. This left me unable to monitor my blood sugar. This transmitter is a replacement for transmitter sn (B)(4) that malfunctioned several times over the last month. Fortunately I did not return the original transmitter and was able to get it connect to my pump. I have had type 1 diabetes for 60 years and am no longer able to recognize symptoms of low blood sugar while asleep, so rely on the glucose monitor to alert me to low blood sugar during the night. Due to malfunctions with 2 units within a few weeks I am concerned about the reliability of medtronic transmitters used with their guardian 3 glucose sensors. FDA safety report ID# (B)(4).